Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. The ventilator was investigated by our field service engineer on site and the membrane of the inspiratory channel and silicone connections were cleaned which solved the issue. Multiple preliminary checks are carried out, all with compliant results. No log files have been provided and no parts have been returned for technical investigation. Therefore, the root cause to the reported failure has not been established in this investigation.